Event description:
It was reported that the patient sought medical attention with an infection that developed at the infusion site (leg) while wearing the pod for approximately 70 hours. The patient removed the pod on (B)(6) 2026 as they were experiencing pain at the site, when the pod was removed the site appeared to be swollen and red. By on (B)(6) 2026, the site became hard with purulent discharge, the patient attended the emergency room. At the emergency room the site was confirmed to be an abscess. The healthcare professional incised the site to drain the purulent discharge and disinfected the site; it was also reported that the patient received unspecified antibiotics at this visit. On (B)(6) 2026, the patient attended and appointment with their general practitioner who examined the site and referred the patient to the ambulatory operations centre for a same-day appointment. At this appointment, a surgeon removed the abscess. It was reported that the dressings on the site were changed multiple times and that the patient felt nausea during the dressing changes. The pod has been discarded. No impact to the patient's blood glucose levels was reported and the patient was able to continue treatment by applying a new pod.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.